Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) fell to 44 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Earlier in the day, patient had ¿climbed a mountain¿ while on a family vacation, with an approximate elevation of 9,000 ft above sea level. While at mountain range visitor¿s center, bg levels ¿started dropping like crazy,¿ therefore, ¿sugar¿ was provided. Thereafter, patient returned to their hotel room where pod was removed. Bg levels ¿dropped dangerously fast and dangerously low¿ to a value of 44 mg/dl. Patient experienced vomiting and was ¿shaky.¿ an ambulance was contacted, juice was provided, and patient was transported to an emergency room. When arriving at hospital, patient¿s bg reached 300 mg/dl. As treatment, intravenous delivery of fluids were administered. An on-call endocrinologist was contacted and advised that a new pod be applied and ½ of the personal diabetes manager¿s suggested bolus amount be delivered. Bg levels slowly subsided to 100 mg/dl and patient was kept for 2 to 3 hours for observation to ensure stability. Patient¿s father alleged the pod had been compromised due to the altitude endured during mountain climb. Physician suggested that if the device was compromised due to altitude, ¿her back-ups would be as well.¿ therefore, suggested patient discard 3 additional unused pods that were in possession at the time of the climb. Pod had been discarded before this report, thus, lot and sequence number could not be provided and device is unable to be returned for failure analysis investigation.